Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable because the patient's line accidentally disconnected. The home patient (hp) woke up to a wet bed and the system error alarmed on the hc. The hp accidentally disconnected during the night. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2367 which occurred on the homechoice (hc) during the drain. The hp stated she woke up to a wet bed and the se on the hc. The hp stated she accidentally disconnected. The baxter technical service representative (tsr) assisted the hp to clear the alarm. There was no patient injury or medical intervention reported. Baxter canada followed up with the hp's nurse who indicated this issue resolved and the hp is continuing therapy without further issue.